Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display right after the insulin pump was dropped and got exposed to water. The customer's blood glucose was 231 mg/dl at the time of incident. The customer stated that they already reverted to manual injections. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.